Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that both case handles were broken. Analysis also found that the four ground solder connections on the electrocardiogram (ECG) connector of the link electronic module (lem) board were fractured. It was also noted that the keyboard latch was broken and the stylus pen was missing.

Event description:
It was reported the handle is broke. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.